Event description:
Additional information received that patient had his entire system explanted. No reps were present during the procedure.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number : 3006705815-2021-06147. It was reported the patient experienced inadequate stimulation with their scs system. In turn, multiple reprogramming was unable to resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.